Manufacturer narrative:
The other 4 proglide devices referenced in b5 are filed under separate medwatch report numbers. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. H6: reported device code 2017 - failure to follow steps/insturctions. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. It was reported that the access site was a high stick above the inferior epigastric artery. It should be noted that the proglide instructions for use warnings states: do not use the perclose proglide suture mediated closure system if the puncture site is located above the most inferior border of the inferior epigastric artery and/ or above the inguinal ligament based upon bony landmarks, since such a puncture site may result in a retroperitoneal hematoma. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with five proglide devices, using the pre-close technique, via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, suture breaks occurred with all five proglide devices. The access site was a high stick above the inferior epigastric artery. The sheath was upsized to 20f and the tavr procedure was completed. A non- abbott device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.